Event description:
It was reported that a non-sustained right ventricular over-sensing (nsrvo) alert from the patient's implantable cardioverter defibrillator (ICD) was transmitted indicating a loss of capture on both the right ventricular (rv) and left ventricular (lv) leads. The patient's heart rhythm attached on this nsrvo alert was consistent with the patient passing away. This prompted to the healthcare professionals to notify the police to perform a welfare check, which indicated the patient had indeed passed. Further information provided in the transmission from the nsrvo alert indicated the patient had an episode of atrial tachycardia with capture. It is not known whether the cause of death is related to any abbott products or procedures. Further information was requested but not received.